Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned system was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube (including distal pi inner catheter) was found broken at the proximal end close to the metal welding joint and was separated from the system which confirms that the cardan tube was broken, and detached, and that it could be removed from the patient. A 0.035" guidewire with a cross over sheath were used for access, the vessel was not tortuous but intermediately calcified; the lesion was pre-dilated, and the guidewire was running smoothly inside the system. The system was correctly held at the stability sheath during deployment, and the user did not experience difficulty during deployment. A sudden force increase potentially indicating entrapment was not felt. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Under material requaired the instruction for use state '(...) 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire (...)'. Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding tracking difficulty the instruction for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The instruction for use also state: 'visually confirm the delivery system integrity after removal.'. H10: d4 (expiry date: 11/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the occluded right superficial femoral artery via the left common femoral artery cross-over approach, the stent delivery system was allegedly fractured after stent placement and while removing. It was reported that the inner catheter on the guidewire allegedly seemed to be disconnected. Reportedly, the disconnected part of the device was removed from the patient. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the occluded right superficial femoral artery via the left common femoral artery cross-over approach, the stent delivery system was allegedly fractured after stent placement and while removing. It was reported that the inner catheter on the guidewire allegedly seemed to be disconnected. Reportedly, the disconnected part of the device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.